Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was removed 2 months after it was implanted due to infection. The cause, diagnostics, specific symptoms and drug information was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.